Event description:
It was reported that a peritoneal dialysis (pd) patient was suspected to have peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the suspected peritonitis was not reported. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up will be submitted.